Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high impedance and loss of capture. The lead was successfully capped and replaced.